Manufacturer narrative:
(B)(6). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. F&p requested for further information from the customer, including the sequence of events and photographs. However, no photographs and limited information was provided. Our investigation is based on the information, and description of events provided by the customer and our knowledge of the product. Results: the customer stated that the rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement reported by the customer. Conclusion: our investigation was unable to confirm the reported event or determine the root cause of the reported issue. The user instructions which accompany the rt380 adult dual heated evaqua2 breathing circuit include the following: ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor in south korea reported on behalf of a healthcare facility, that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in south korea reported on behalf of a healthcare facility, that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.